Event description:
Event description guidant received information that this pacemaker stored multiple atr and vt episodes on the electrograms, due to noise. The noise caused oversensing with inhibition of pacing, resulting in pre-syncopal symptoms. The noise could not be reproduced and the daily measurements were stable in both lead configurations. A hex dump was obtained and analyzed by engineering, verifying no anomolies. An x-ray was obtained, which was unremarkable. During the replacement procedure, the lead's were tested with the psa, revealing normal lead measurements. However, while manipulating the atrial lead, the ventricular lead inhibited while it was still in the device; manipulation of the ventricular lead while it was attached to the psa did not inhibit pacing output. Also, the physician commented that the suture sleeves were too big.